Event description:
Baxter tech support rec'd a call from pt, reporting an incident that had occurred at 3am in 2002. Pt explained they were hospitalized and woke at 3am to use the restroom. Pt sat at the edge of the bed and then proceeded to stand and unplug the pump from the wall. Pt stated that they reached out to the wall and lost their balance. Pt stated the "heavy grey cords are too difficult to pull out of the wall". Pt explained that they fell between the nightstand and the wall and "severely damaged their hip and had a one inch cut to their scalp". No add'l details are available.